Manufacturer narrative:
B3, g4, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited overheating. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device had a wrong main block and the speaker sounds bad. Functional testing found the device was overheating at the "overstep" setting. The complaint was confirmed. The root cause was attributed to a faulty printed circuit board (pcb). The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced pcb, main block, reservoir gasket, and o-rings. Performed preventative maintenance and calibration. Device passed functional testing after the completed repairs.